Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found a severed motor mount screw which had become wedged between the upper valve and cam lobe which contributed to the reported symptom. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion which was reproduced. The wedged screw prevented the upper valve from un-occluding the line as designed which led to the lack of infusion / under-infusion. The motor mount screws and upper valve were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing. There was no known patient injury or medical intervention associated with this event. No additional information is available.